Event description:
Rptr feels that it is reasonable to expect that the us government would require that a warning about abnormal failure rates and their speed of failure be communicated to pts in a realistic and timely fashion. Rptr has a pacemaker. The MFR put out a health safety alert on 10/8/93 reporting that this lead was experiencing a failure rate of approx 10%. They characterized the failure as a "slow chronic process". This was communicated to rptr by his cardiologist in late october. Without prior warning rptr became dizzy, required hospitalization and had the defective lead replaced all within 36 hrs, hardly a "slow chronic process." Rptr is very upset by this experience, because he was lulled in some important way by the calming warning. Rptr believes this warning was false and misleading. In the interests of protecting those with similar potential lead failures, rptr strongly recommends the FDA require a more realistic warning be issued by MFR. MFR's safety alert states that insulation failure in these lead models is typically a slow, chronic process and is expected to increase slowly in the future. The most common manifestation of this failure mechanism is intermittent over and unersensing and then intermittent loss of capture. Ultimately, this can progress to complete loss of capture.